Event description:
It was reported that the customer experienced a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support diagnosed the issue and assisted the customer in attempting to load a new cartridge, but the alarm recurred, so they decided to replace the pump. The customer was informed they would receive a replacement pump with updated software and instructed to use mdi as a backup therapy to ensure insulin delivery was not interrupted. The instructions for returning the problematic pump were provided and acknowledged by the customer.